Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). It was reported that the patient had tortuous anatomy and that there was resistance using the psr3d within the non-penumbra microcatheter. During the procedure, one prong of the psr3d fractured while the psr3d was being retracted with clot burden from the right m1 after the first pass, however the physician was able to completely remove the psr3d and the thrombus. The procedure ended at this point. There was no report of an adverse effect to the patient.